Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed. After the first deployment attempt, the valve was recaptured. Deployment was attempted again, but after opening the valve for the second time infolding was noticed. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were successfully used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evprop34 (lot: 0012210739); product type: 0195-heart valves product ID l-evprop34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was observed during loading. The valve was recaptured due to being positioned too high, at 0-1mm. No procedural delay occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit, in a clear 0.2% glutaraldehyde solution, fully submerged in the jar. The valve tissue is desiccated and discolored showing evidence of blood contact. The valve was received in a partially crimped state with the frame appearing intact. Note: per the event, the valve was returned loaded inside the delivery system prior to the receipt at the santa ana return product analysis lab. The valve showed infolding upon retracting the capsule. All leaflets are stiff but slightly flexible and appear intact. All leaflets exhibited signs of severe creases and frame imprints. These conditions appear to be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration of time. All leaflets are in an open position. All commissures are intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded but didn¿t expand to full dilation, which is possibly due to the sustained compressed state associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate the alleged event of infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.